Manufacturer narrative:
Eval results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens sat in the eye. The incision was enlarged to remove the lens and sutured. Another lens was implanted.